Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was at the beginning of the call, patient mentioned "oh my gosh it hurt." Agent asked if they were referring to their stimulator. Patient mentioned that their stimulator seemed to use a lot of power. Patient wondered if their pain level contributed to how much the ins battery drained; agent reviewed information. Patient described that when going to be at night, she charged the stimulator at 100% then after 6-8 hours ins battery level goes down 20%, and by noon down to 70%. Patient stated they don't like letting the ins get down to 60% or lower, otherwise it takes "forever" (later said about 4 hours) to recharge. Patient confirmed that they were using the recharger app while charging the implant. Patient commented that sometimes they had "good" connection and lucky if they got "excellent" connection. Patient confirmed that they were sticking the belt while recharging just over their underwear. Patient mentioned that it has been a little while since the connectivity issue began. Agent had the patient reset the wireless recharger and advised to monitor the charging for now. The patient was redirected to their healthcare provider to call the manufacturer representative (rep) if they still have connectivity issues. Patient had also mentioned that they "called reps here and there" to meet for adjustments but had not connected on the charging/connectivity issue.